Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported as per sales rep that patient had a right hip revision due to metallosis, corrosion.

Manufacturer narrative:
An event regarding corrosion involving a v40 cocr lfit head was reported. The event was confirmed. Method & results: device evaluation and results: material analysis confirmed "damage and debris were observed on the taper of the head. Eds showed the debris was consistent with a corrosion product, material transfer from the hip stem and biological material. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as no medical records provided. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that debris and evidence of corrosion taking place was observed on the taper of the returned femoral head. Material analysis indicated the debris was consistent with a corrosion product, material transfer from the hip stem and biological material. The exact cause of the metal head corrosion could not be determined because no medical records were provided and are needed to complete the investigation for determining the root cause. If additional information become available, this investigation will be reopened.

Event description:
It was reported as per sales rep that patient had a right hip revision due to metallosis, corrosion.